Event description:
A system operator reports the screen went blank and the laser stopped firing during a procedure. The system operator attempted to 'auto out' and the bed would not respond. The system was shut down and restarted, and then the surgeon was able to continue. The system operator stated the surgeon was satisfied with the patient's outcome and the pt was not harmed by this event.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: 2006) should have been reported as serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladar6000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager, (tm) was unable to duplicate the reported problem, however, was able to identify the event reported in the surgery database. The tm performed multiple surgeries successfully, and was unable to identify a problem. The tm re-seated boards in the computer, connectors on the back of the computer and the lcd monitor, relays in system supervisory controller as a preventative measure. A system verification was completed successfully. No parts were replaced or returned for manufacturing eval. Conclusion: based on the results of this investigation, the root cause could not be definitively identified. This report mailed in to FDA on: 07/09/2008.